Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was able to confirm that the pump was not alarming load set correctly. This was due to the downstream sensor being outside of product specification. This was repaired and the pump returned.

Event description:
The initial reporter stated that the pump would run without a set instead of alarming load set. The initial reporter stated that this had occurred during testing and therefore had no impact to a patient. (B)(4).